Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the unit fell off of the dock during transport, causing a bent bar with sharp metal edges, and structural damage to the cradle section of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit fell off of the dock during transport, causing a bent bar with sharp metal edges, and structural damage to the cradle section of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.